Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of red battery alerts after being plugged in was not able to be confirmed. A self-test was attempted but the alarm did not resolve. The power module battery was replaced. The power module (serial number: (B)(6)) was not returned for analysis. A root cause of the reported event was unable to be confirmed via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use (IFU) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ warns that after the power module backup battery is installed, the power module should be plugged into electrical power at all times. The power module may need to be unplugged from electrical power for an extended time, such as for travel, or transport for service and maintenance. If so, the power module backup battery should be disconnected to prevent damage to the battery. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was plugged in and was having red battery visual and audible alerts. Self-check was attempted but the alarm continued. The power module was unplugged from the wall outlet and the backup battery was taken out to silence the power module.

Manufacturer narrative:
A1-a4: there was no patient involved. G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.